Event description:
Customer reports after the procedure, when the grounding pad was removed ( pad was placed on right side of abdomen) the patient received a burn (blisters), located on the right side of the abdomen. Patient was obese. The o.r. Staff said there could have been a gap in the skin contact under the pad, due to the obesity of the patient. Unsure at this time if a split pad was used. It was stated the pad was most likely a valley lab non-split pad. The or contact was made aware that the abdomen was not a recommended pad placement area and that the split pad is recommended as well.